Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, implanted: (B)(6) 2017, product type: screening device. Device evaluation (B)(4) pertains to lead. Interstim test (unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) for urge incontinence and non-obstructive urinary retention urge incontinence. It was noted the trial began on (B)(6). It was reported the patient had tried to turn stimulation to the other side and he had uncomfortable stimulation. Additional information from the patient on (B)(6) reported the lead on the right side was not placed properly. The patient was set on the left side and was showing improvement greater than 50% or greater. There were no further complications that have been reported as a result of this event.